Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the end user was performing CPR while the ECG analysis was in effect. As a result, two out of the three segments returned a "no shock advised" determination. The remaining analysis were also determined as "no shock advised" due to the beat per minute rate being below 150 bpm. The device functioned appropriately. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.